Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false non-reactive alinity I anti-hcv and provided the data: donor ID:(B)(6) result was 0.118 s/co (non-reactive). Nat testing was positive for hcv. Additional laboratory data: hiv initial result was 1.454 (reactive). Serum sample was recentrifuged and generated a result of 1.256 (reactive) and plasma from blood bag was tested and generated a result of 0.998 (non-reactive). Nat testing was negative for hiv. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient or donor management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as specimens were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review did not identify any related nonconformances or deviations associated with the complaint lot and customer reported issue. Ticket search by lot identified lot 54131be00 did not identify an increase in complaint activity. The review of ticket and trending did not identify any trends regarding commonalities for complaint lot and customer reported issue. Additionally, in-house testing was conducted for complaint lot 54131be00, which concluded all controls met specifications and no false non- reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Additional testing also concluded that the positive control values were well within the specification range. Additionally, the complaint lot detected the same samples as reactive with comparable s/co values for the seroconversion panel when compared with architect anti-hcv test results. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified for the alinity I anti-hcv reagent lot number 54131be00.

Event description:
The customer reported a false non-reactive alinity I anti-hcv and provided the data: donor ID: b23048907 result was 0.118 s/co (non-reactive). Nat testing was positive for hcv. Additional laboratory data: hiv initial result was 1.454 (reactive). Serum sample was recentrifuged and generated a result of 1.256 (reactive) and plasma from blood bag was tested and generated a result of 0.998 (non-reactive). Nat testing was negative for hiv. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient or donor management.